Manufacturer narrative:
Findings: pump was received with failed battery test alarm after battery change due to corroded battery tube. No blank display noted. Unable to verify operating currents due to failed battery test alarm. No unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Event description:
A customer reported via phone call indicating that their insulin pump received a "low battery" alert even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.